Event description:
During a robotic hysterectomy I noticed a bright glowing light near the bovie machine and it became apparent to me that the cord was severed in half and on fire. I informed the surgeon of the fire. He stopped the procedure. During this time the fire put itself out. The bovie machine was turned off and unplugged the gray bovie cord. The gray cord was replaced with a new cord and proceeded with the case.